Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, there was an anchor failure [detachment] and a second altis had to be opened and used to successfully complete the case.